Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Per the instructions for use, chapter 7, page 116, there are several troubleshooting steps given when insufflation is not possible. These steps include checking the integrity and connection of the insufflation tube, the connection to the medical gas and the connections of other devices. A definitive root cause could not be determined as the device was not returned to olympus for evaluation.

Manufacturer narrative:
The subject device was not returned to olympus. According to the reporter, they performed troubleshooting however the issue was not resolved. The subject device was taken out of service. If the device is returned or additional information is received, this report will be supplemented accordingly.

Event description:
It was reported that the uhi-4 intra-abdominal insufflation was getting no air flow when trying to engage the footswitch. The issue occurred during a preventive maintenance check and there was no patient involvement. No user harm or injury was reported due to the event.